Event description:
Customer reported a high blood glucose reading of 234 mg/dl. Customer had not yet treated for the high blood glucose. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. Customer was advised to run a manual prime and stated that insulin did exit the tubing. Customer stated that the bolus wizard and basal rate settings were correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.